Event description:
It was reported that the device had a bubbled and delaminated dso seal, and a software upgrade was required. There was no patient involvement and no harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion seal and a separated upstream occlusion seal. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to a failure of the downstream occlusion seal. As a result, the downstream occlusion seal and upstream occlusion seal were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.